Manufacturer narrative:
H7 & h9 fields are updated. Imdrf annex a & g codes are updated.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assembly (damaged lower hinge), lower pressure sensor assembly (error check IV set), bezel assembly (damaged wire harness). Replaced u4 on display board assembly (segment dim). A review of the device history record showed the device had a manufacture date of 22aug2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the door assembly - lower hinge damaged. During servicing we identified faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified faulty sear which constitutes a reportable malfunction. There was no patient involvement. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A patient side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. This failure mode is being monitored through previously investigated complaint process. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA (B)(4) lvp pressure sensor. CAPA (B)(4) lvp door latch. CAPA (B)(4) lvp sear damage. CAPA (B)(4) pcu unresponsive keys. CAPA (B)(4) lvp dim u4 display.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.